Manufacturer narrative:
The catheter was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt experienced a loss of therapy. A dye study indicated a catheter leak about three inches distal to the pump pocket. The catheter was revised. The pt recovered without sequela.